Event description:
While performing a bed to chair transfer, staff raised the resident off the bed in a reclined position. While approaching the chair, one of the staff pulled down on the spreader bar handle to put the resident into a seated position. The resident then slid out the bottom of the sling, her legs hitting the floor and the left side of her head hitting the leg of the floor lift. She was rushed to the hospital where intracranial bleeding was diagnosed; due to the resident's age, the doctor decided to not perform surgery.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration (B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by bhm medical inc. An any medwatch reports will be submitted under registration (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.